Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an out of range pace impedance alert for the right atrial (ra) lead and noise in the ra channel. Technical services (ts) providing a review of the alert discussed historic value was withing normal limits and abrupt change could possible be high or low. Ts reviewed stored atrial tachy response (atr) and signal artifact monitoring (sam) events, noting that the sam event appeared to be minute ventilation (mv) chop, so the out of range impedance is likely high. Ts discussed the atr episodes revealed ra myopotential noise oversensed with inappropriate atr. Ts was consulted and recommended further in clinic evaluation for lead integrity and isometrics. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an out of range pace impedance alert for the right atrial (ra) lead and noise in the ra channel. Technical services (ts) providing a review of the alert discussed historic value was withing normal limits and abrupt change could possible be high or low. Ts reviewed stored atrial tachy response (atr) and signal artifact monitoring (sam) events, noting that the sam event appeared to be minute ventilation (mv) chop, so the out of range impedance is likely high. Ts discussed the atr episodes revealed ra myopotential noise oversensed with inappropriate atr. Ts was consulted and recommended further in clinic evaluation for lead integrity and isometrics. This ICD remains in service. No adverse patient effects were reported.